Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Device was received with high sleep/active currents due to moisture damaged electronic assembly on the electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 374 mg/dl at the time of the incident. Troubleshooting was performed. Customer used new battery to troubleshoot. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.